Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-37278. It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right ventricular (rv) and right atrial (ra) lead were sensing noise. It was also noted the was p-wave amplitude variation on the patient's ra lead. The patient's device was reprogrammed. The patient experienced no consequences related to this event.